Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was in the process of changing the infusion set and, while on the ¿press and hold¿ step, noticed that the cartridge was leaking. The patient confirmed that there was no visible damage to the glass cartridge or the piston. The patient was instructed to run the old cartridge and confirmed that insulin was leaking extensively and that the plunger had come out of the cartridge. The patient was then instructed to insert a new cartridge and subsequently confirmed that only drops were observed and that there was no further leaking. The cartridge lot number was reported as 32457. The patient also reported elevated blood glucose levels due to the infusion set becoming dislodged from the thigh while shopping when the pump was being adjusted on clothing and the needle came out. The highest reported blood glucose level was 352 mg/dl, which remained out of range for approximately two hours. The elevated blood glucose was corrected by completing a full supply change and resuming insulin delivery on the ilet. The device provided a high blood glucose alert. Non-medical assistance was provided by the patient¿s fiancé, who helped clean the ilet as an act of kindness. No medical intervention was required, and the patient did not experience symptoms during the event. The patient was advised to monitor blood glucose levels for the next one to two hours. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.